Event description:
It was reported that an altitude alarm occurred. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a correction bolus via the pump to address bg level. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.